Event description:
Info received indicates a caster fell off the bed during a function check.

Manufacturer narrative:
The tech found the right head brake caster was off of the bed and the tension spring was missing. He replaced the brake caster to repair the bed.